Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn was troubleshooting pump issue while eculizumab was infusing into the patient's central line. Rn was aware this medication could get "bubbly" during infusion; within 2-3 ml of infusion (medication was to infuse at 400 ml/hr for just over 30 minutes), air-in-line alarm was beeping. Rn opened channel to assess. Bubbles were noted in the area inside the pump. Rn removed and attempted to flick bubbles out. Flicking was done near center of region. After a few attempts, rn noted the tubing disconnected itself at the blue hub that laid into the pump (right above the pump) and the drug began to leak. Rn contained spill and addressed appropriately. There was no patient harm.

Manufacturer narrative:
Concomitant products: 240ml baxter bag lot dr15j16066, eculizumab, sodium chloride 0.9%.; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn was troubleshooting pump issue while eculizumab (900mg in 150ml of ns with a total volume of 240ml) was infusing into the patient's central line. Rn was aware this medication could get "bubbly" during infusion; within 2-3 ml of infusion (medication was to infuse at 400 ml/hr for just over 30 minutes), air-in-line alarm was beeping. Rn opened channel to assess. Bubbles were noted in the area inside the pump. Rn removed and attempted to flick bubbles out. Flicking was done near center of region. After a few attempts, rn noted the tubing disconnected itself at the blue hub that laid into the pump (right above the pump) and the drug began to leak. Rn contained spill and addressed appropriately. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing disconnection at the upper fitment was confirmed. The set was received separated at the engagement between the upper fitment and silicone segment components. The expected retainer ring component was not received; however further inspection of the separated silicone segment end observed a retainer ring indentation; no issues were observed with its placement along the silicone segment. Functional testing was not performed due to the obvious separation. The root cause was not identified.